Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after a trans-arterial chemo embolization interventional procedure. Reportedly, there was resistance advancing the thumb advancer, the sheath did not split completely and the device popped out of the artery with the vessel locator wings open. There was no reported vessel damage. The clip of the starclose se device was not deployed. Hemostasis was achieved by applying manual arterial compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for analysis, which would have aided in determination of the root cause. Difficulty or failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult or failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular (av) conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.